Manufacturer narrative:
At this time, the subject device (nor any related devices) is scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed. For reference to related events, please see reports with the following patient identifiers: pcf-pq260i: (B)(6). Gif-xp290n: (B)(6). Maj-2317: (B)(6). 29 occurrences of incorrect reprocessing then use of pcf-pq260i: (B)(6). 157 occurrences of incorrect reprocessing then use of gif-xp290n: (B)(6).

Event description:
The customer reported that his olympus endoscope reprocessor had begun displaying an e01 error code. Upon further inspection, it was discovered that the water filter on the subject device had not been replaced for a significant period of time. According to the initial reporter, the facility¿s staff had reprocessed three different scopes using the subject device (see below devices). - gif-xp260n (0 occurrences of use). - pcf-pq260i (29 occurrences of use). - gif-xp290n (157 occurrences of use). The customer went on to confirm that the last time the water filter was replaced was in october of 2021. Reportedly, the water filter involved was an olympus maj-2317. There have been no reports of patient harm as a result of these events.

Event description:
The customer provided additional information which confirmed the water filter was not replaced due to the cost and low awareness of replacement. This report is being submitted for the following event: replacement of the water filter was overdue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation, the water filter had not been replaced since october 2021 and it¿s likely this occurred due to the user¿s mishandling of replacing the water filer in accordance with the instructions for use. A final root cause was unable to be identified. The event can be detected and prevented by following section 7.3 ¿replacing the water filter (ma j-2317)¿ in the instructions for use (IFU). Olympus will continue to monitor field performance for this device.